Event description:
It was reported that the patient had swelling and tenderness at the implant site after magnet revision surgery. The patient was treated with antibiotics for the weeks (type unknown). The patient was advised to discontinue use of the external equipment. The patient is being monitored.